Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous distal circumflex (cx) artery. The physician deployed a 2.50x20 mm taxus express2 drug eluting stent at 14 atms for 30 seconds. Medications given: asa and plavix. The patient presented with chest pain and st elevation 90 minutes later. Angiography revealed thrombosis in the previously placed stent. The physician was able to remove the thrombosis and post dilated the stent with a nc ranger balloon. Ivus was performed and the lesion was found to be clear. Patient status reported as "fine".